Manufacturer narrative:
Although requested, additional information was not received. The device was returned for evaluation. Visual inspection found the lens was cut in two pieces. Scratches were noticed on the optic with no damage to the haptics. Further evaluation could not be performed due to the condition of the returned lens. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, an intraocular lens was implanted in the left eye and then removed intraoperatively due to a posterior capsule tear. The lens was replaced with a lens of a different model. Additional information was requested, and not received.